Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device was returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after the third inflation, the pta balloon catheter allegedly was difficult to deflate and was difficult to retract through a 7 fr short sheath. After multiple attempts to remove the balloon catheter, the catheter allegedly kinked. There was no reported balloon detachment from the catheter. Reportedly, the balloon catheter was exchanged over the guidewire for another and the procedure was completed. The patient was reported as doing well post procedure.

Event description:
It was reported that after the third inflation, the pta balloon catheter allegedly was difficult to deflate and was difficult to retract through a 7 fr short sheath. After multiple attempts to remove the balloon catheter, the catheter allegedly kinked. There was no reported balloon detachment from the catheter. Reportedly, the balloon catheter was exchanged over the guidewire for another and the procedure was completed. The patient was reported as doing well post procedure.

Manufacturer narrative:
Manufacturing review: the lot number was provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was returned for evaluation. A visual inspection found a kink and stretching in the catheter shaft. Additionally, the returned sheath was noted to have a flared and buckled distal tip. Based on the stretching to the catheter shaft, and damage to the sheath tip, the investigation is confirmed for retraction issues. Additionally, the investigation is confirmed for the reported kink. The device was inflated and deflated, and deflated within the specified time constraints. Therefore, the investigation is unconfirmed for a deflation issue. The stretching and kink noted in the catheter shaft would have contributed to a slow inflation result, as the inflation fluid would have to pass the constriction. The stretching was likely due to the retraction difficulties through the sheath. However, the definitive root cause for the identified retraction issues could not be determined based on the available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.